Event description:
The sheath was defective. No other info was provided by the contact at this time. Event complications: unknown-reported 10/15/96. Pt's current status: unk-rpt'd 10/15/96.

Manufacturer narrative:
Device label codes: 1701. A datascope 10 french, 6 inch sheath/hemostasis valve assembly was returned for evaluation. Blood was noted on the exterior and interior of the device. Several kinks were noted in the sheath tubing. The sheath i.d. Was measured and found to be within datascope's mfg specifications. In addition, when the vacuum was drawn and maintained on a folded laboratory iab, it was possible to pass the membrane through the returned sheath/hemostasis valve assembly without difficulty. Probable cause of difficulty: no defect was found in the sheath during laboratory examination. Kinking of the sheath may be attributed to one or more of the following: 1. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. 2. The patient may have had a severe vessel tortuosity resulting in poor sheath insertion.